Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for follow-up and episodes of inappropriate auto mode switch was observed on a stored egm. Programming change was made. Patient was stable and will continue to be monitored.